Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces were inspected and no anomalies were noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 100 mg/dl. The customer stated that the buttons on her insulin pump are not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.